Manufacturer narrative:
There were no instruments present during the time of the reported event. The unit was removed from service following the reported event. A steris service technician arrived onsite to inspect the caviwave unit and found the source of the leak to be the incoming water line y-strainer. The technician made the necessary repairs including replacement of the y-strainer cap, tested the unit, and confirmed the unit to be operating per specification; however, upon further communication with the user facility they have requested to replace the caviwave ultrasonic cleaner with a new cleaner. The new cleaner was installed at the customer's location on (B)(6) 2018. No additional issues have been reported.

Event description:
The user facility reported that their caviwave ultrasonic cleaner was leaking water. No report of injury.